Manufacturer narrative:
(B)(4). D10: medical product: femoral component catalog#: 00576401752, lot#: 63958661, articular surface catalog#: 00596404210, lot#: 64494487, all poly petella catalog#: 00597206535, lot#: 64450194, gsf flx cem fem/cem tib/flx surf/std pat catalog#: 98000250001, lot#: unk. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing swelling, clunking and loosening post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3a; b2; b3; b4; b5; b6; b7; d2; d6b; d10; e1; g1; g3; g6; h1; h2; h6. D10: unknown - unknown bone cement - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient underwent the scheduled revision knee surgery. The tibial component was confirmed to be grossly loose while the femoral component and patella were noted to be well fixed. All components other than the initial patella were exchanged without complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6. The event is confirmed by review of operative notes. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient was experiencing increased right knee pain and during the revision, the tibial component was found to be grossly loose. The femoral component and patellar component were noted to be well fixed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.